Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported reaching a maximum blood glucose (bg) of 484 mg/dl, which had been elevated for approximately five hours. This was following a meal announcement three hours prior to the call and a supply change approximately one hour. The agent reviewed the ilet system status and confirmed that correction doses were being delivered appropriately and that the continuous glucose monitor (cgm) trend arrow was indicating a downward trajectory for the first time that evening. The user agreed to continue monitoring while allowing the ilet algorithm to correct the elevated bg. The user declined follow-up but confirmed understanding of when to contact beta bionics or their healthcare provider. No symptoms, external assistance, or medical intervention occurred.